Event description:
A customer reported receiving an error message, as the date and time on their precision xtra meter were set incorrectly and as a result of being unable to test, she experienced symptoms of hypoglycemia, lost consciousness and had a seizure. The paramedics were called and treated her with intravenous glucose solution. She was also transported to a local hospital, where she was diagnosed with hypoglycemia and treated with more intravenous glucose solution. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.